Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with the returned battery and cartridge caps. There were no alarms duplicated during testing. A normal 10u bolus and a 10u audio bolus were performed successfully and both were recorded in the pump history properly and accurately. Product analysis was unable to duplicate the reported complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that all boluses were not recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.